Manufacturer narrative:
Concomitant products: 250ml IV bag of 0.9% nacl; non-bd secondary set; spike adaptor; 250ml IV bag of 0.9% nacl with etoposide 86mg; non-bd valve, non-bd 0.2 micron filter extension, therapy date (B)(6) 2015. The customer's report that a chemo infusion thru the secondary took longer than expected was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing was performed; no leaks or backflow were observed. Rate accuracy testing was performed using a lab pump module and the infusion completed within specification. The root cause of the reported event was not identified. The event pcu and pump module were not returned for investigation.

Manufacturer narrative:
Concomitant: baxter secondary set, model 2c7461 , therapy date (B)(6) 2015.the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient was receiving chemo thru secondary IV(etoposide 297ml to be infused over 60 min) took longer than expected. No harm to patient . "Patient received full dose but required to increase rate and volume to be infused".the patient had a inplanted port.